Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-12911 for a description of the other device. This report is for the second device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a band ligation procedure performed for variceal bleeding in the esophagus on (B)(6) 2013. According to the complainant, while attempting to release the band, it would not deploy off the ligator head. Instead, the band moved backwards on the ligator head. The same issue occurred with a second speedband superview super 7 device. No difficulties were noted, while setting up either device. Neither device was noted to be damaged. A third of the same type of device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.